Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first catheter balloon was opened and inserted, but the black connector would not connect. They tried a few times, but it would not click into place. After removing the catheter, they noticed patient had a small scratch/tear to the upper esophagus. It was suspected that the silicone fin was the cause of this. The patient did not require medical intervention for the scratch/tear (it was not a perforation; intervention to the patient was not required) and left it to heal on its own. They did not do an ablation.